Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, as the delivery catheter system (dcs) attempted to deploy the valve and while opening the deployment knob, the tip retrieval mechanism began to detach from the catheter and the capsule would not open. An attempt to reconnect the tip retrieval mechanism resulted in the same issue. Subsequently, the dcs was replaced with a new one and the problem did not recur. Additional information was received that the patient anatomy had annular angulation (66 degrees) and moderate calcification. A procedural delay occurred as a result of the issue but did not influence the successful result of the procedure.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 image review: static images and a media file were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 88.4 millimeter (mm) with a perimeter derived diameter of 28.1mm suggesting a 34mm evolut. The aortic root angle was 66° but the vasculature did not appear to be tortuous. Fluoroscopic valve load inspection was performed and a misload was suspected, the paddle appeared to be slightly out of pocket. Of note, the possible paddle misplacing is very subtle in this case. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that during the deployment attempt of the valve, a separation of the end cap and the del ivery catheter system occurred. The exact part of the separation is not listed in the IFU; the separation is seen between the blue hand rest and tip-retrieval mechanism parts. An ¿end cap separation¿ may occur when there is significant amount of tension buildup with the catheter delivery. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. When attempting to retract the capsule through rotation of the actuator, the end cap separated without resistance. There were partial breaks to the end cap clips on both sides of the dcs, with the end cap clips leaning inwards. Scuffing was also visible to the area around the end cap clips. Deformation was visible to the proximal ends of both end cap clips. The deformation was visible through the end cap windows when the end cap and tip retract were reconnected. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. Multiple kinks were visible to the inner member shaft. The spindle hub appeared intact with no evidence of damage. The reported event for separation of components could be confirmed in the analysis due to the end cap separation. The reported event for capsule would not open could be confirmed in the analysis due to the end cap separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement procedure, as the delivery catheter system (dcs) attempted to deploy the valve and while opening the deployment knob, the tip retrieval mechanism began to detach from the catheter and the capsule would not open. An attempt to reconnect the tip retrieval mechanism resulted in the same issue. Subsequently, the dcs was replaced with a new one and the problem did not recur.